Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief in the lower left extremity. The patient underwent a revision procedure wherein a new lead was added.